Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the device was found in back up vvi mode. It was noted that the device had multiple charges and was expected to be nearing eol. Device replacement was recommended.